Event description:
Patient experienced post operative exposure of the implant. Surgeon attributed the exposure to the dressing and performed intervention to salvage the implant and resolve the exposure.